Manufacturer narrative:
Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer reported proximal pressure sensor failed error. The entire (gas delivery system) gds system was replaced a month ago. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts) confirmed the reported issue. The caller was advised to verify pin alignment between the pins and the (data acquisition) da pcb, advised suspected solenoid 3 and solenoid 4, if not resolve da pcb. The trained (biomedical engineer) bmet replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification test.